Event description:
Covidien technical support received the following report from a ear, nose, throat physician (ent): "there was a air leakage between the inner and outer cannula at the twist lock connector. The ent states the patients sats are stable and states they have accommodated the tidal volumes to make up for the leakage so they could continue use of the tube. The ent was requested to return the tube for analysis upon replacement. The ent stated if the tube is not discarded, it will be returned.

Manufacturer narrative:
(B)(4). The tube is not available for analysis at this time. Information of this nature will be added to the database and trends will continue to be monitored.